Event description:
During a cardiopulmonary bypass procedure, it was observed that the o2 analyzer calibration failed. There was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.